Event description:
It was reported that the patient experienced right leg pain. The implantable neurostimulator and leads were explanted. The patient recovered without sequela.

Manufacturer narrative:
Final device analysis revealed no anomalies found for the implantable neurostimulator. There was no device failure. There was foreign material in the connector port. The insulation coating was scratched. It passed an automated console test. Final device analysis for a 3093 lead revealed no significant anomalies. No failure was detected but the product was out of specification. The lead was cut through which was suspected explant damage. All multiple conductor wires were cut. The distal and proximal ends were intact and undamaged. The lead body and insulation were cut through. Suspected body fluids were in the lead which had no impact on the lead's performance. Final device analysis for the other lead revealed no significant anomalies. No failure was detected but the product was out of specification. The lead was cut through which was suspected explant damage. All multiple conductor wires were cut. The distal end was intact and undamaged. The proximal end was not returned. The lead body and insulation were cut through. Suspected body fluids were in the lead which had no impact on the lead's performance.